Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge .

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that the alarm was resolved by a complete set change. Customer's blood glucose reading at the time of the call was 417 mg/dl and has treated with the insulin pump. No further info reported.